Event description:
It was reported that a physician attempted suture placement of the proglide device in a moderately calcified, non-tortuous common femoral artery using a pre-close technique prior to an endovascular aneurysm repair. Reportedly, the proglide was inserted into the common femoral artery, with no pulsatile blood flow obtained from the marker lumen. The physician continued to slightly push the device in and checked that there was still no blood flow at the marker lumen. The device was slightly tilted to make sure it did not sit on the vessel wall. As there was still no pulsatile blood flow seen at the maker lumen, the device was removed and another proglide device was used to place the sutures. The sheath was upsized to 14 fr to perform the interventional procedure. The arteriotomy was successfully closed using the proglide sutures after completing the procedure. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was not patent, confirming the reported experience. The guide tube was peeled and some clotted blood was found on the marker lumen. Upon removal of the clotted blood, marking patency was performed again and the marker lumen was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. The probable cause for no marking obtained can be influenced by many factors, including, but not limited to manufacturing, anatomical conditions and user technique. During manufacturing, patency testing of the marker lumen is performed on every device. Regarding anatomical conditions, low blood pressure, clot or tissue plugging the marker port could be a factor. Reportedly, the common femoral artery was moderately calcified. The proglide instructions for use state: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Regarding user technique, some factors include, if the marker port is against the artery wall, side wall stick and if the device is not in the arterial lumen. Based on the investigation findings, the device conformed to specification and a cause for the reported event related to the device could not be determined. Review of the finished device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database did not reveal any similar incidents reported from this lot. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.